Manufacturer narrative:
The device db-2202-45, serial number: (B)(6) was not returned to boston scientific for analysis and the complaint as reported was not able to be confirmed. A review of the device history record (DHR) confirmed that the device met specifications prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. The labelled indications, instructions for use warns against the stimulator orientation: orient the stimulator parallel to the skin surface. Suboptimal placement of the stimulator may result in a revision surgery. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of: adverse event related to procedure additional pro code selection that applies to the indication of this device <nhl, pjs>.

Event description:
It was reported that during the deep brain stimulation (dbs) procedure, the physician positioned the lead based on intraoperative testing and imaging. Once placed, the surgeon confirmed the final position. However, at a postoperative imaging, revealed that the lead had been misplaced, resulting in inadequate stimulation. To correct this, the patient underwent a revision procedure in which the lead was removed and replaced. Following the revision, the patient made a full recovery. In accordance with facility policy, the explanted device was disposed of and will not be returned.